Manufacturer narrative:
The company representative did not confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed and ensure that the product was manufactured in compliance with the device master record. Based on assessment, the product met specifications. The machine was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative replicated the ¿aberrations on the flap¿ which contributed to the customer reported event. The surgical focusing module (sfm) was subsequently replaced to address the issue. The surgical focusing module (sfm) was returned for this investigation. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The surgical focusing module (sfm) was received and was returned to the repair center. This was surgical focusing module (sfm) was investigated by a trained repair technician. It was noted that the objective inside the surgical focusing module (sfm) had apparent scratches. Additionally, the beam inside the sfm was misaligned. The surgical focusing module (sfm) had multiple components replaced and was re-tested per the repair shop procedure. The surgical focusing module (sfm) was then installed in a calibrated system and was tested. When the surgical focusing module (sfm) objective became scratched, and the beam became misaligned is unknown at this time. It is unknown at this time if the beam was misaligned at the time of the customer reported event. The root cause of the reported event is attributed to a nonconforming surgical focusing module (sfm). How or why this surgical focusing module (sfm) became non-confirming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an uncut flap on the central/pupil area of a patients left eye during lasik flap creation. The uncut area was visible during the laser procedure. The laser seemed to be making a two ring print in the pupil area that was uncut. The flap was very difficult for the surgeon to open. There was no post-operative patient impact. The patient is doing ok and is very happy. There are multiple related reports for this event. This report addresses patient (B)(6) right eye and other manufacturer reports will be filed.